Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal cefazolin (1g, daily). The patient was discharged from the hospital after four days. At the time of this report, the patient was recovering from the peritonitis with ongoing treatment. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d18065 and h14c18067. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.